Event description:
Caller reported blood glucose results of 489 mg/dl and 211 mg/dl on the compact plus system within 10 minutes. Also reported blood glucose results of 331 mg/dl and 150 mg/dl on the compact plus system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.